Manufacturer narrative:
The reported events were clavicle crush and extra cardiac stimulation. A full lead was returned in one piece for analysis. The reported event of clavicle crush was not confirmed. The electrical testing, visual and x-ray examination of the lead were normal with no anomalies found, except for the damage found consistent with procedure damage.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the left ventricular (lv) lead exhibited phrenic nerve stimulation. During lv lead revision procedure, it was found that the lv lead had clavicle crush. The lv lead was explanted. Patient condition was stable.

Event description:
New information received notes that the patient initially presented with chest pain, shortness of breath, and lightheadedness as well. During left ventricular (lv) lead revision procedure, it was also found that a guidewire was unable to advance in the lv lead.